Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: broken device.

Event description:
Healthcare professional reported device "ruptured" during implant to the left breast. The device was not implanted and alternative device used.

Manufacturer narrative:
Device evaluation: device photograph(s) for the device related to the reported event of broken device was requested on august 09, 2023. Visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Broken device: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Additional observations: red encapsulation was observed on the shell. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported device "ruptured" during implant to the left breast. The device was not implanted and alternative device used.

Event description:
Replacement device was explanted.